Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. The customer reverted to using insulin injections to manage diabetes. The customer did not have the pump available to perform a system check with tandem technical support.